Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "infection and seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (late onset) and seroma-late.

Event description:
Healthcare professional reported "patient was recently hospitalized due to a severe infection in the right breast, bilateral discoloration of the skin in the breast area, pain, swelling, and fluid found around the breast." Device remains implanted. This record is for the right side.